Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide catheter: hyperion jr35. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, de novo distal right coronary artery with 99% stenosis. A 2.25 x 12 mm traveler balloon catheter was being advanced when there was resistance with the anatomy; however, the catheter did cross. The balloon was inflated to 12 atmospheres for 10 seconds when the balloon ruptured. The catheter was removed without resistance. A new 2.5 x 15 mm nc traveler was successfully used to complete the procedure. When the 2.25 x 12 mm balloon was removed from the anatomy, the device was flushed and there was a leak in the middle of the balloon where it was also noted that there were scratches around the rupture. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.